Event description:
It was reported that "the tip of the spring wire guide (swg) was bent. It was already removed from the set in this condition." It was reported that the event occurred prior to use on the patient. The device was not used. There were no patient involvement and no adverse patient impact or injury associated with this event.

Manufacturer narrative:
(B)(4).